Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2008 and mesh and coloplast aris were implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2008 due to rectocele, stress urinary incontinence and vault prolapse. It was reported that following insertion the patient experienced pain, bleeding, urinary/bowel problems, recurrence, dyspareunia, and neuromuscular problems. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.